Manufacturer narrative:
Batch review performed on 2 august 2019 by regulatory affairs department: lot 188880: (B)(4) items manufactured and released on 2 april 2019. Expiration date: 2024-03-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional implant involved: liner: versafitcup dm 01.26.2852mhc double mobility hc liner 28/dmf (k092265) lot. 1810745. Batch review performed on 2 august 2019 by regulatory affairs department: lot 1810745: (B)(4) items manufactured and released on 15 february 2019. Expiration date: 2024-01-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
Revision surgery performed after 4 days from the primary due to pain caused by a dislocation of the liner from the dm shell. The patient dislocated due to an amputated left pelvis and leg. The surgeon revised the liner, cup and the head